Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A sample was received for evaluation. Samples were received in decontaminated conditions and inside of a plastic bag without original packaging. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. In the visual inspection, it can be observed that the sample presents an unusual defect; a small mark apparently from a burn, no other defects were found in the sample. However, in the customer's description there is no mention of this defect. During leak testing, using the hydrostatic vessel as per procedure. When the test was performed, a leak was detected at the junction of the spiral tube and the pump tube, thus, the failure mode reported is confirmed. The leaking failure mode reported could not be confirmed since the sample was received damaged and per analysis it is not related to manufacturing process. No corrective action was taken since complaint was unable to confirm.

Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, it was noted that the tubing was leaking where it joins the cassette. It was also reported that patient did not receive the prescribed amount of medication. No adverse effects were reported.